Event description:
The details of this event are unknown. Insightra was made aware of this event through the reporting of complaint #(B)(4), when it was noted that a previous incident involving a pt death went unreported. A follow-up investigation was initiated but no further information was made available. The product was not available for return.

Manufacturer narrative:
Event information not made available and product not returned for evaluation.